Event description:
It was reported that during a lap chole procedure, the jaws were sticking. Another device was used to complete the procedure.

Manufacturer narrative:
Date sent : 07/28/2008. Evaluation summary: the analysis result for the el5ml instrument found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. In addition, the orange indicator was noted to be beyond its intended position. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.